Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that on (B)(6) 2015 the patient fell. At that time he fractured his patella. The surgeon fixed the fractured patella. Over time the femur came loose at the bone to cement interface. Cement manufacturer is competitor. The patient had patella pain. On (B)(6) 2018, the surgeon repaired the patella with a competitor trabecular patella and replaced the femur and tibial insert. The surgeon said it was due to the trauma. Doi: (B)(6) 2014, dor: (B)(6) 2018, right knee.